Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the device was inspected and it was confirmed that the screw was fractured. No relevant manufacturing issues were identified as all units met stryker specifications. Conclusion: the most likely cause of the event is fatigue of the devices due to the length of implantation.

Event description:
It is reported that 5 years ago, the products were implanted in the patient. After that, the prducts were attempted to be removed on (B)(6) 2016 after synostotic. A broken screw was confimed after removing the screw from area of s1 r. The broken part couldn't be removed and in patient body. And attempted to remove the screw of l5 l, it was rocked the head of screw. It was confirmed the broken screw head was on the tip of a monodriver during unlocking the screw by the monodriver.

Event description:
It is reported that 5 years ago, the products were implanted in the patient. After that, the products were attempted to be removed on (B)(6)2016 after synostotic. A broken screw was confirmed after removing the screw from area of s1 r. The broken part couldn't be removed and in patient body. And attempted to remove the screw of l5 l, it was rocked the head of screw. It was confirmed the broken screw head was on the tip of a monodriver during unlocking the screw by the monodriver.